Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the tracheal tube balloon was loosing pressure and a cuff tear. During patient use "the balloon would not stay up". The reported stated that "after discussion with other anesthetists we have discovered that with some patients the cuff does tear when inserting it. This can happen when the patient has a bone spur inside the nose. Therefore will not be pursuing this product defect process." Adverse patient effects are unknown.

Manufacturer narrative:
UDI related data quality updates only.